Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that computer replacement was needed. When replacing the computer, it was reported that the s-video cable was difficult to connect. Replacing the computer successfully resolved the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen and no errors were found. Computer passed all tests.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the mouse would not move. A system restart was attempted and afterward the computer fan was intermittent. The fan almost started but the system would never fully power up. It was reported that a communication error was displayed before the system shut off. Navigation was aborted. No patient impact was reported. There was a delay of 15 minutes.